Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)- persistent ablation procedure with a pentaray nav high-density mapping eco catheter and the connected pressure flushing system on the pentaray was no longer working. After the left atrium was mapped, the pentaray and smarttouch sf (stsf) ablation catheter were ¿swapped in the locks¿. It was discovered that the connected pressure flushing system on the pentaray was no longer working. The catheter tip was then checked. No more saline solution was leaking from the tip, so the assumption was that the lumen of the catheter was blocked. The catheter was replaced, no more problems with the new catheter. The examination could be successfully continued and completed. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib)- persistent ablation procedure with a pentaray nav high-density mapping eco catheter and the connected pressure flushing system on the pentaray was no longer working. After the left atrium was mapped, the pentaray and smarttouch sf (stsf) ablation catheter were ¿swapped in the locks¿. It was discovered that the connected pressure flushing system on the pentaray was no longer working. The catheter tip was then checked. No more saline solution was leaking from the tip, so the assumption was that the lumen of the catheter was blocked. The catheter was replaced, no more problems with the new catheter. The examination could be successfully continued and completed. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device number lot 30943347l, and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).